Event description:
It was reported that during use of the pen ndl 32g 4mm hp 100 box fr a large quantity of the needles were defective "clogged." Foreign complaint the following information was provided by the initial reporter, translated from french to english: complaint about a box of 100 bd needles 4mm ((B)(4).) Ref: 320562 lot: 8186912 exp: 31 07 2023. A patient made us a report by bringing back the empty box, stating that a large quantity of needles were defective. Update due to mail received on may 14: needle clog.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ndl 32g 4mm hp 100 box fr a large quantity of the needles were defective "clogged". Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: complaint about a box of 100 bd needles 4mm (3401321104311) ref: 320562, lot: 8186912, exp: 31/07/2023. A patient made us a report by bringing back the empty box, stating that a large quantity of needles were defective. Update due to mail received on may 14: needle clog.